Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported a dislocated intraocular lens (iol) via product return. There was patient contact. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned. Solution with a small amount of blood is dried on the lens. One haptic has a fracture in the gusset area. Scratches are present on the optic, both anterior and posterior. The lens dimensions (plan view) indicate the lens is an mta4u0, not the initially reported mta5u0. The explanted lens was returned in the replacement lens carton/lens case. The lens power and resolution are acceptable for an 11.0 diopter. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause for the dislocation cannot be determined by the product evaluation. The lens dimensions are acceptable (plan view) using an approved template. Based on the information provided the mta4u0 was implanted as a replacement for an mta3u0, 11.0 diopter, which also dislocated. The second replacement lens is indicated to be an mta5u0, 11.0 diopter. Based on this information, the event may be related to a patient factor. Each model has an incrementally larger (0.5) overall length. (B)(4).

Event description:
Additional information was provided that the intraocular lens (iol) was exchanged for a different model iol in a secondary procedure. The lens that was removed was a different model than previously provided in the initial medical device report. The patient has had an iol exchange in the past.

Manufacturer narrative:
This supplement is being filed to correct the value to adverse event and product problem. The manufacturer internal reference number is: (B)(4).